Event description:
It was reported that the patient with this right ventricular lead had exhibited systemic infection. A revision was performed, and this lead was surgically abandoned. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).